Manufacturer narrative:
(B)(4). Date of initial report: 12/16/2010 under MDR number: 1717344-2010-00966. Date of follow-up report: 03/04/2011. The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Date sent: 02/14/2014.

Event description:
The customer reported that the device was not sealing properly. No further information was made available by the site.